Manufacturer narrative:
The device was not returned to zoll medical corporation, instead the clinical file was returned to conduct an investigation. Review of the provided clinical data file determined that CPR was being performed with a normal sinus rhythm and did not match a shockable rhythm. The device performed to specification and the analysis feature worked as designed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.